Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4) and the reported event could not be conclusively established through this evaluation. It was reported that the patient had presented with syncope and altered mental status. It was suspected that the patient had vt/vf failure in the setting of severe rt failure, ep was consulted and placed an mdt ICD. The patient remains ongoing on heartmate 3 lvas, serial number mlp-009129 and no further events have been reported at this time. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 9 months, 10 days. The patient remains ongoing with the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient presented as a transfer from another hospital on (B)(6) 2019 after being brought in by emergency medical services (ems) for an unexplained hemodynamically significant syncope event and altered mental state. It was reported the patient was in a usual state of health when she became unresponsive and slouched in her chair unexpectedly. The patient denies any observed seizure like activities and does not recall losing consciousness or transport to the hospital. Patient had a gcs of 12 according to ems. Clinicians report no infectious symptoms, ldh levels normal and hemoglobin/ hematocrit stable. Chest x-ray and CT scan were unremarkable. On 14jan2019, technical services reviewed the submitted log files and concluded the mcs equipment is operating as intended and does not appear to have contributed to the patient syncope event. The clinicians suspect the syncope episode was caused by ventricular tachycardia and ventricular fibrillation arrythmias in the setting of severe right valve failure. The patient was placed on an implantable cardioverter-defibrillator (ICD) on (B)(6) 2019. The procedure was uneventful and the patient is stable. Patient was discharged home on aspirin, toprol, warfarin and spironolactone. Inr 1.5 on day of discharge with goal of 2-3. Patient is bridge to transplant and remains ongoing with the device awaiting transplant.